Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens. The lens haptic tore upon insertion into the eye. The lens was removed. No patient injury. The facility stated that smooth forceps were used to fold the lens. The injector, model and lot number was not specified by the facility. The cartridge model sfc, lot number was specified by the facility.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that the lens haptic was torn. Surgical residue/debris on product. Conclusion - (no conclusion can be drawn): the root cause for this event cannot be determined because the cartridge and injector were not returned.